Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system presented a problem with the illumination and the laser. The procedure was completed after exchanging the system. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The system was examined did not indicate finding any issue related to the reported laser issue. However, the lamp was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported illumination issue can be attributed to a nonconforming lamp however, how or when the lamp became nonconforming cannot be determined conclusively. The system was found to meet specifications in relation to the reported laser issue. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).